Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the display on the unit is broken.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the control panel power switch label was broken, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer is stating that the display on the unit is broken.